Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.